Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pulling the one step button outside the patient's stoma site, the connection part of the one step button detached and the tube fell into the stomach. The detached portion was retrieved using a snare. The procedure was discontinued and surgical clips were used to close the incision site. Reportedly, the patient's abdominal muscle was harder than that of a person of advanced age. When the physician withdrew the delivery catheter from the stomach, it was met with a strong resistance. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no problem.¿

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient is on his/her 60's. Reported event of one step button detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the button, sheath, red strip and black suture to be intact on the delivery system. The delivery system c-flex tubing was separated and approximately 26 mm of the tubing remained on the distal end of the tapered connector. The c-flex tubing did not appear to have failed while in tension but the separated/ cut ends of the tubing presented striations from scalpel or similar instrument. It was noted by the that the condition of the returned unit was consistent with the complaint incident that the device separated. Based on all gathered information, the most probable root cause is ¿operational context¿. A device history record (DHR) review of lot number 15684825 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pulling the one step button outside the patient's stoma site, the connection part of the one step button detached and the tube fell into the stomach. The detached portion was retrieved using a snare. The procedure was discontinued and surgical clips were used to close the incision site. Reportedly, the patient's abdominal muscle was harder than that of a person of advanced age. When the physician withdrew the delivery catheter from the stomach, it was met with a strong resistance. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem."